Event description:
Exactamix 250 ml eva empty containers have been found to leak at rather high rate. We pumped 145 ml of volume into 49 bags pumped, 4 bags were found to leak around the infusion tubing spike port (tubing had not been attached). This has occurred in the past but not to this many at one time . Upon a slight squeeze of the filled bags, liquid escaped at the junction just above the spike port flange.